Event description:
Reporter indicated a vns patient was experiencing increased head-drop seizures over the last few months. Systems diagnostics for the vns revealed no problems, but the vns was felt to be nearing end of service. The patient had vns generator replacement surgery performed as an intervention for the increased seizures. Attempts for further information and return of the explanted generator are in progress.